Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: review of the black box data revealed records of occlusion alarms on (B)(6) 2017. The total daily doses added up to correctly reflect the user¿s programmed basal rates. On investigation, the pump successfully completed rewind, load and prime steps without any alarms. The pump was found to be detecting correct force. The pump was exercised for 24 hours without the occurrence of occlusion alarm. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Investigation did not duplicate the complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 598 mg/dl with associated symptoms of polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump experienced an occlusion issue that began on (B)(6) 2017. The patient is reportedly unable to prime the pump without a call service alarm 064 occurring or change in motor noise. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with a frequent, persistent occlusion issue.